Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that the failure was caused by a cable pulling out of its connector. This separation was due to a fertile bead shifting out of its normal path and coming in contact with the cable. Replacement of the cable resolved the failure. The device was repaired and returned to the customer.

Event description:
The customer stated that the screen worked fine then went blue and had lines. No patient involvement.